Event description:
Healthcare professional later, through other company representative, reported "intracapsular rupture with pain". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d1, d2a, d2b, d4, d6a, d6b, g2, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "left prosthesis is ruptured". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Continued e1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.